Event description:
New information received noted right atrial leadless pacemaker needed to be repositioned once but was ultimately implanted and a postoperative echocardiography was normal before the drop in blood pressure was noticed.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received noted device needed to be repositioned at implant due to poor capture thresholds.

Event description:
Related manufacturer reference number: 2017865-2025-17682. It was reported that patient experienced a drop in blood pressure due to a pericardial effusion approximately two hours after the initial implant procedure for a right atrial leadless pacemaker was completed using a delivery catheter. Pericardiocentesis was performed and issue was resolved. Patient was stable.